Manufacturer narrative:
The required intervention box should no longer be checked for this event. Patient code (B)(4), device code (B)(4), and conclusion code 22 are no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 18-jan-2018 and it was reported that the catheter was not disconnected. The physician performed a dye study and concluded that the catheter was patent. The symptom the patient was experiencing was somnolence. The patient¿s pump remained in service at this time. No further complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, lot# n604396003, serial (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine 17 mg/ml at 7.32 mg/day and morphine 50 mg/ml at 21.52 mg/day via an implantable pump. The indication for use was non-malignant pain. The company representative spoke to the healthcare provider caring for the patient in the hospital. Per the reporter they were suspecting the catheter is disconnected but they are not sure at this time. The plan is to have the or (operating room) booked tomorrow to possibly revise the catheter and explore to see what is going on. The reporter wanted to make sure min rate mode was programmed correctly. There were no known reported symptoms however, the patient was being managed for pain through oral or IV (intravenous) meds. No further complications were reported.